Event description:
It was reported that there was a tear in the hose portion of the handpiece. There was no patient involvement and no report of adverse consequence.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation and the alleged condition of a tear in the hose was confirmed. According to the quality investigation, several components were replaced and the handpiece has been returned to the account.